Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, phrenic nerve stimulation was observed on the left ventricular (lv) lead. The issue was initially resolved by reprogramming the device to right ventricular pacing only. The issue was then resolved by explanting and replacing the lv lead. The patient was in stable condition.